Event description:
A malfunction alarm was reported during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support in loading a new cartridge correctly and was able to successfully resume insulin therapy. No prior reports of similar issues with this pump were recorded.